Event description:
It was reported that during prep of the device for a cardiopulmonary bypass procedure, the display on a roller pump started to pixelate. The device was not changed out, as the customer has been using for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) replaced the pump display at the user facility. Investigation in process, but not yet completed.